Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer via a manufacturer representative (rep). Premature battery depletion was reported. The patient had reached out to a different rep earlier in the week about the ins not working properly since june or early july. The patient stated that sometimes it would work and sometimes she would get eri and eos message that she thought was her controller malfunctioning. The rep met with the patient today and interrogated the generator. It was confirmed that the ins had reached eos. The patient called back and reported that they called their hcp and a rep after their last call to patient services. The rep said the patient programmer (pp) may be malfunctioning and told her to call back. The patient did not have the pp with her during the call. The patient said the ins is still working, but when she puts the ppon she gets the "bubble" saying it is not connecting, then she hits the "bubble" to connect and sometimes gets eri, and sometimes goes straight to eos. The patient stated she already tried brand new batteries, and that is when this issue started. Patient services redirected to the patient to their hcp/rep to check ins in person, and reviewed to call back once she has pp for more troubleshooting if needed. The patient was upset and said she still owes money on current ins and can't afford to get a new one right now if this ins needs to be taken out. The patient asked about warranty information. Patient services reviewed information and again redirected to hcp.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. The patient reported that the circumstances that led to the eos/eri message included that each time they wen tot adjust the settings, it happened. The first time was may/june. The patient put in a new battery and it worked mostly until a few days before their call on 11/16. The device has not worked since before thanksgiving. The patient can hardly stand to walk, sit or lay down. They were hoping to get it resolved solved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain. It was reported that for the last several days the patient started to see an eri and eos code. The patient stated they could not believe it as they just had it put in. This device was put in (B)(4) 2019 and had not even lasted a year. The patient had no issues with it until then. The patient was not happy that the device is depleted, as they still owed (B)(6) for their original implant surgery. It was advised the patient follow up with their healthcare provider. No symptoms were reported.